Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the device was discarded at the hospital. Additional information obtained reported no visible verrata wire damage was seen during visual inspection prior to the case. The verrata wire crossed the lm/lcx stent and entered the lad; 0.79 distal and 0.92 proximal ffr measurements were obtained. This suggests the verrata wire was functional for at least a portion of the procedure. Precautions are noted in the instructions for use (IFU) regarding advancing the guide wire into a stented vessel, and stipulates, "do not allow the wire to come in contact with any stent struts." The physician elected to leave the separated portion of the wire in place as it was lodged in a protected portion of the lad artery. The referenced portion of the lad had previously been bypassed. It was the physician's opinion that further attempts to retrieve the separated portion of the wire could pose more risk than leaving the separated portion of the wire in place in the protected segment of the lad. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints.

Event description:
It was reported the verrata wire was advanced across the lm/lcx stent and into the lad with ease. Upon retrieval of the wire from the lad the physician noted a distinct "catch on the lm/lcx stent." The point of engagement appeared to be proximal to the transducer housing. During attempts to disengage and remove the verrata wire, the distal tip separated from the proximal portion of the wire. The external coil and the other proximal verrata wire components were removed from the patient. Endovascular attempts were made to retrieve the retained wire tip (e.g., using a snare, a whisper wire, and a 1.5mm balloon), each unsuccessful. The verrrata wire's distal tip and transducer housing remain in the patient; by report, no further attempts will be made to retrieve this portion of the wire. Patient status is unknown. This patient had a history of coronary artery bypass graft (CABG) surgery; a left internal mammary artery (lima) graft to the distal lda/d1, and an unspecified graft to the right coronary artery (rca). It was also reported the patient had previously implanted coronary artery stents implanted 5-7 years ago. All reasonably known patient information is included in this report.